Event description:
The customer reported blank images was captured after patient was exposed. This would result in re-exposure to obtain an image.

Manufacturer narrative:
(B)(4): investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).